Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ultra meter was reading inaccurately high compared to her feelings and/or normal readings. The following complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the product issue began approximately 3 months prior to contacting lfs, at an unspecified time. The patient stated that she obtained alleged inaccurate high blood glucose readings varying between ¿22.0 and 25.0 mmol/l¿ with the subject meter compared to her feelings/normal result(s). Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she usually manages her diabetes with insulin (self-adjuster) and she claimed that she increased her usual dose with 10 units of novorapid insulin in response to the alleged elevated results. Two hours after the alleged product issue occurred, the patient developed the symptoms of ¿felt tremor, sweating and weakness¿. The patient then obtained a blood glucose result of ¿1.9 mmol/l¿ with the subject meter. In response to the symptoms, the patient claimed that she self-treated with sugar and felt better. At the time of the call, the csr confirmed that the unit of measure was set correctly on the subject meter. However, the csr was unable to troubleshoot the issue as the patient did not have any test strips left. A replacement meter has been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.